Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient thought their device stopped working, they constantly felt like they had a bladder infection, and the pain was horrible. The patient used to feel stimulation all the time and stopped feeling it a few days ago on sunday. It was noted the therapy was on. The patient increased it to 2.5 on program 3 and did not feel anything. The patient usually kept it at 1.0 sometimes if their pain was worse, then turned it up and down again later on. No medical procedures/electric magnetic interference or trauma/falls were reported that could be related to the issue. The patient increased stimulation to 3.1 and did not feel anything and then increased to 3.5 and reported it started working. The patient felt stimulation in the correct area (i.e. Bike seat). It was reported the patient suddenly felt it and it hurt, so they decreased it to 2.2 then increased it again. It was reviewed that it took time for the body to respond to therapy. The patient would follow up with their healthcare provider (hcp) and possible a manufacturer representative. No further complications were reported/anticipated.